Event description:
A user facility reported that a disposable ambulatory infusion system under delivered during a chemotherapy treatment. According to the complainant, patient was on a 7-day infusion regimen. When the patient returned to the clinic, only half of the 100cc total volume of medication (5-fu) had been delivered. The complainant indicated that there was no injury associated with the event.